Event description:
The crt viewing monitor fell off the ultrasound system. No injuries were reported.

Manufacturer narrative:
The system has not been made available for inspection. A follow-up report will be submitted if additional information becomes available.